Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog #, medical device model # and medical device serial # correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure ode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system user encountered a permissions error and was unable to recover storage space. A technical support specialist (tss) checked on the user role and associated security group. It was identified that the user may not had the necessary access, permissions, or rights assigned to their role to perform storage space recovery. The customer was advised to verify the configuration and ensure that the required access was granted to the user to enable successful execution of storage space recovery operations. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system getting permissions error, not able to recover storage space. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system getting permissions error, not able to recover storage space. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.